Event description:
It was reported an occlusion alarm occurred leading to the customer's blood glucose level displaying as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.